Manufacturer narrative:
Follow-up # 1 ¿ (04/08/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on 3/25/2014 and 3/28/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter read inaccurately high compared to his feelings and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated that the alleged inaccuracy began in ¿(B)(6)¿. At an unspecified date/time, the patient obtained a blood glucose result of ¿90 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (unknown type; self-adjuster) and denied taking any action in regards to his normal diabetes management in response to the alleged inaccurate result(s). The patient reported, when the alleged issue occurred, he developed symptoms of ¿fell from bed, disoriented, and could not talk¿. The patient¿s wife treated the patient with a glucagon injection and called emergency medical services (ems). When ems arrived, they tested the patient¿s blood glucose with an ems meter; however, the patient was unable to provide the results obtained at the time. Ems brought the patient to the hospital and he was admitted. It is not known if the patient received treatment while at the hospital. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (04/23/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on 4/14/2014 and 4/16/2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.